Event description:
Night pain, probable mom reaction. Pt has limited movement and suffers from follicular lymphoma.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6): night pain, probable mom reaction patient limited movement and suffers from follicular lymphoma. The reported devices were returned to depuy orthopaedics and were then forwarded to depuy international for investigation. The devices are currently being held in a secured area, pending possible evaluation later as part of a retrieval center investigation into the root causes of the need for revision of asr devices. A search of the complaints databases finds no other reported incidents against the product and lot code combinations since their release to distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. It is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4).